Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and 5 volt power supply were adjusted and the interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had dark images and the technique tracked to maximum outside a case. No patient injury was reported.